Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebu0765 showed two other similar product complaints from this lot number, reported from the same user facility.

Event description:
It was reported by the facility that the 4 fr d/l provena powerpicc is difficult to flush and get blood return. The healthcare professional is constantly moving the patients arms to attempt to reposition the PICC. The line was removed via overwire from the left arm and placed in the right arm. No injury to the patient.